Event description:
It was reported that a patient presented with high lead impedance and had their device disabled. The patient also had x-rays performed. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received noting that the patient underwent surgery and the surgeon removed and reconnected the lead pin and this resolved the high impedance. As the impedance was within normal limits, no devices were replaced.

Event description:
Additional information received noting that the patient was recently seen again with high lead impedance and had x-rays performed. The recent x-ray images were reviewed. The generator is located the patient¿s left chest. The connector pin cannot be seen coming through the second connector block. Due to the quality and angle of the images complete pin insertion cannot be confirmed. The feedthru wires being intact could not be assessed due to the angle and quality of the images provided. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief bend appears to be present, but this cannot be confirmed due to the quality of the images. Two tie-downs appear to be present but unable to assess the placement due to the quality of the images. There was a portion of the lead that appeared to be routed behind the generator. The lead wires are intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images.

Event description:
Additional information received noting that the patient underwent a battery replacement. The explanted generator has not been received by product analysis to date.

Event description:
Additional information received noting that the surgeon tried reinserting the lead pin prior to replacing the generator and this still resulted in high impedance being observed.

Event description:
The explanted generator was received but product analysis is still underway.

Event description:
Product analysis was completed on the returned generator. There were no performance, or any other type of adverse conditions found with the pulse generator.